Event description:
The account alleged that when the hi-low switch is pressed down the bed lowers then raises by itself. No patient impact.

Manufacturer narrative:
The technician replaced the head hi-low switch assembly to resolve the issue.